Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device did not power up to the correct screen. Complainant indicated that there was no patient involvement in the reported malfunction.